Manufacturer narrative:
The device was received for evaluation. During functional testing, an 'air detector faulty' occurred. A review of the event history log revealed multiple air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was determined to within specification in relation to the reported problem and no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device found delayed key response. The cause was identified to be failed processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an faulty air detector during testing. There was no patient involvement. No additional information is available.